Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for the results of our investigation

Event description:
It was reported that the tibial insert was revised due to right knee instability; exploration synovectomy and revision tibial insert. Additionally, this ae report comprised of terms: painful right knee tka/recurrent effusion (no infection)/chronic instability.

Manufacturer narrative:
Corrected information based on new data received.